Event description:
It was reported that a pump experienced system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Eval was able to reproduce the reported symptom of system error 322. Physical inspection found that the upper latch switch bracket screws were loose allowing the upper latch switch to move in and out from the upper door latch. The loose nylon screws will trigger an intermittent open/closed switch connection causing system error 322 alarms. The upper auxiliary assembly was replaced.